Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, stent damage occurred. The taxus liberte 32x2.5mm stent delivery system (sds) was advanced to an unspecified lesion but it would not cross. The device was removed and it was noted that the stent edge was flaring. The procedure was completed with a different device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)